Manufacturer narrative:
The handpiece was received at the MFR for eval. A sample was not able to be taken, and the device was returned to service for repair. However, the investigation is still in process. A follow-up report will be submitted if the final results of the quality investigation require one.

Event description:
It was reported that the handpiece began leaking a blood-like substance while the equipment was being cleaned. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.